Event description:
The patient was undergoing a thrombectomy procedure using penumbra system aspiration pump max 220. During aspiration, the pump max turned off and was very warm to the touch and would not turn on again. After several minutes, the pump max turned on again and the procedure continued successfully.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
There was no visible damage to the exterior of the pump. The complaint has been evaluated. The complaint indicates that the pump suddenly shut down and it was warm. After an unknown amount of time the pump powered back on and functioned properly. Evaluation of the returned product revealed that the pump was powered on for 40 minutes with maximum vacuum pressure and no issues occurred. The temperature of the pump was warm; however, it did not shut down. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.